Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced nocturnal hypoglycemia with a lowest sensor glucose of 54 mg/dl and a notification that the pump had not dosed for 6 hours, with current glucose later reading 85 mg/dl on the pump; the episode was not confirmed by fingerstick, and the caregiver treated with soda followed by food per coaching on fast-acting carbohydrates. Symptoms included no reported neuroglycopenic or autonomic manifestations. Outcomes included recovery of glucose without medical intervention or hospitalization. Investigation included troubleshooting and education on hypoglycemia treatment and review of potential contributing factors, though the cause remained unclear due to unavailable device reports. Investigation of this case revealed no reported device damage or specific malfunction, and data could not be reviewed because the user¿s phone had internet restrictions preventing report access. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.